Manufacturer narrative:
The devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results) 2 devices: appropriate term/code not available/no findings available.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. Evaluation results findings (components/results): 2 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 - december 31, 2025. This report summarizes 2 malfunction event(s), where it was reported the device experienced clinician not alerted/aware of possible patient fall. There was a patient fall, but no serious adverse consequence or clinically relevant delay in treatment was reported.